Event description:
The customer reported being hospitalized a month ago because the insulin pump delivered 200 units of insulin into her body. The customer stated that her sugar level was dropping 30-40 units every fifteen minutes. The customer stated that she was in process of changing the infusion set and started at 300.0 units, and then she realized that it was down to 100 units. The caller stated that there were a black circle on the device, and insulin may have primed in her body. The customer stated that her grandson gave her some hot chocolate until they came to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.